Event description:
Rn attempted to remove foley by withdrawing water from balloon with a 10cc syringe. Only able to get 2cc back. Foley cut below the valve for water installation. No add'l water obtained. Physician assistant further attempted to withdraw water but to no avail. Urologist (physician) attempted to rupture balloon with a guidewire but unable to do so. Foley removed with balloon intact. Pt had no bleeding and did subsequently void with no difficulty.